Event description:
It was reported that during testing conducted at the user facility the irrigation wheel stopped spinning. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during testing conducted at the user facility the irrigation wheel stopped spinning. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.